Event description:
It was reported that a dissection occurred. The 90% stenosed, moderately calcified and mildly tortuous target lesion was located in the left anterior descending artery. A non-boston scientific guide catheter and guide wire were used to engage the left coronary artery coaxially. Following pre-dilation with a 2.50 maverick balloon, a 3.50 x 38 synergy was advanced without resistance and deployed at 11 atm. Post deployment, a dissection was confirmed via angiography at the stent distal edge. It was also noted that the stent was damaged. A 3.00 x 8 synergy stent was used to cover the dissection. The procedure was completed with good outcome and the patient was stable.

Event description:
It was reported that a dissection occurred. The 90% stenosed, moderately calcified and mildly tortuous target lesion was located in the left anterior descending artery. A non-boston scientific guide catheter and guide wire were used to engage the left coronary artery coaxially. Following pre-dilation with a 2.50 maverick balloon, a 3.50 x 38 synergy was advanced without resistance and deployed at 11 atm. Post deployment, a dissection was confirmed via angiography at the stent distal edge. It was also noted that the stent was damaged. A 3.00 x 8 synergy stent was used to cover the dissection. The procedure was completed with good outcome and the patient was stable. It was further reported that the stent damage was noticed post deployment. The dissection, caused by calcium in distal, was flow limiting.